Manufacturer narrative:
(B)(4). The customer returned the complaint instrument to carefusion and an evaluation was performed. The instrument was manufactured in 1992. It has been in use for over 20 years. During the evaluation, it was determined that the scissors have been reworked several times by third parties. The original model has blunt tips. Through all of the rework that has been done on the tips, they are very different in shape and are sharp. A complaint review was performed for these instruments over the last two years ((B)(4)). There have been no other reported complaints for this instrument for this same issue during this time period. The reported issues will continue to be trended and evaluated by carefusion.

Event description:
Customer verbally stated "item broke during a surgical procedure. The procedure was a vascular case. There was no patient or healthcare injury, however the broken piece did need to be retrieved from the patient. Another device was used to complete the procedure. They have no documentation of the instrument ever being repaired. The condition of the patient was reported as good.

Manufacturer narrative:
(B)(4) disregard previous manual submission sent on 05/14/2015, as it was done in error. Upon carefusion's investigation of this medwatch a follow up medwatch will be submitted.